Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump was hot to the touch while charging despite being in room temperature conditions. Customer¿s blood glucose level ranged between 300-350 mg/dl. The customer reverted to an alternate method of insulin therapy.